Event description:
It was reported the ¿grommets of the (implantable pulse generator) ipg set screws detached during lead revision.¿ it was stated the device was still in the patient at the time of report. It was noted there was ¿no¿ patient injury due to the event and the patient had ¿recovered fully.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported "malfunctions were seen or cause determined. It was stated the "implanter used medical adhesive to re-attach the grommets." It was also confirmed the ipg was "not explanted." It was noted the patient's "leads were intact" and the "patient was doing well" at the time of follow-up.